Event description:
Per provider the valve is stuck. Per independent repair center the unit has low o2/yellow light. The rexroth valve is stuck. The poppit kit valve is not shifting and the sieve beds is saturated. The tubing on the unit is leaking.